Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out of range pacing impedance. It was noted the pacing impedance was gradually rising in bipolar and was suspected to be gradually rising in unipolar too. Technical services (ts) reviewed device data and found there was a high out of range pacing impedance, greater than 3000 ohms, in unipolar. Also, after the lss was triggered, this rv lead exhibited oversensing of noisy signals. It was noted there was pacing inhibition greater than two seconds, however, this patient was not pacemaker dependent. Ts suspected the noise due to unipolar programming. Ts also discussed that there appeared to be higher ventricular pacing percentage around the time of the pacing inhibition. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, the conclusion code no problem detected was assigned, due to lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) from bipolar to unipolar due to a high out of range pacing impedance. It was noted the pacing impedance was gradually rising in bipolar and was suspected to be gradually rising in unipolar too. Technical services (ts) reviewed device data and found there was a high out of range pacing impedance, greater than 3000 ohms, in unipolar. Also, after the lss was triggered, this rv lead exhibited oversensing of noisy signals. It was noted there was pacing inhibition greater than two seconds, however, this patient was not pacemaker dependent. Ts suspected the noise due to unipolar programming. Ts also discussed that there appeared to be higher ventricular pacing percentage around the time of the pacing inhibition. This pacemaker remains in service. No adverse patient effects were reported.